Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that when attempting to load the exams onto the navigation system using standard processes, the reported issue occurred and that the monitor displayed "no input detected". To resolve the reported issue, the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site physician reported that, while loading exams prior to a procedure, the exams appeared to be inverted. The navigation system then became unresponsive when clicking on the exam. To resolve the reported issue, the system was reset. It was reported that 1700 images on the cd used, but that only one exam for the navigation system was present with 580 slices. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the computer for the navigation system was completed by medtronic personnel. Testing found that the video card for the navigation system computer was malfunctioning. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.